Event description:
Healthcare professional reported ¿silicone diffusion¿, ¿change of device¿s colour¿ and ¿capsular contracture baker grade I¿. This record is for the right side. The device was explanted.

Manufacturer narrative:
Continued e1 (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: the review of historical complaints on the complaint management handling system identified that there was another record for units manufactured on lot number 1505784: 227324: no complaint against the device. Device returned to device analysis. The search criteria for these queries are mentioned in qpp07-01-004-her1-g02 wording guidelines for complaint investigation closure and revision 6.0. The review of all potential trend evaluations for breast implants closed during the past 12 months indicates that no confirmed complaint trends have been observed for the event a010402 migration and a0407. Material discolored. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.